Event description:
Hillrom received a report from the customer stating bed was not fluidizing consistently. The customer reported that the envella bed¿s fluidization was not consistent and the patient developed an unstageable sacral pressure injury. The customer also reported that the inconsistent fluidization had been going on for a day before the repair was called in. It is noted that the paraplegic has a history of a lumbar spinal injury and had preexisting pressure injuries in the same sacral area. The patient's pressure injury was treated with medical-grade honey and polymem bandage and was reported to be nearly healed. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician thoroughly evaluated the bed from the event reported by the customer. The technician found there was no malfunction of the bed and the bed was functioning as designed. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate skin wetness caused by sweating or incontinence, diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Additionally, the use of the envella bed is intended to help treat or prevent pressure injuries, treat severe or extensive burns, or aid in circulation. The bed¿s fluidization system, in the lower portion of the bed, is composed of microspheres (beads) put in motion by the bed¿s air system causing the beads to take on the properties of fluid that the patient¿s body can float in. The bed¿s IFU states if air fluidization is sluggish or uneven, and not caused by blankets and pillows on the bed or recent fluid ingress into the beads, remove the patient from the bed and contact hill-rom. The caregiver did not take the appropriate action to remove the patient from the bed at the recognition of the reported inconsistent fluidization, as stated that the issue was occurring one day prior to the repair request, an unstageable pressure injury meets the definition of a serious injury and is, therefore, a reportable serious injury. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician noted there was no malfunction of the bed after a complete evaluation. The technician did identify that the patient was mispositioned on the envella bed with the patient's full body in the sand/fluidizing portion of the bed. The technician advised the nurse to reposition the patient. Based on this information, no further action is required.

Manufacturer narrative:
The hillrom technician found the bed needed to be fluidized properly. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate skin wetness caused by sweating or incontinence, diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Additionally, the use of the envella bed is intended to help treat or prevent pressure injuries, treat severe or extensive burns, or aid in circulation. The bed¿s fluidization system, in the lower portion of the bed, is composed of microspheres (beads) put in motion by the bed¿s air system causing the beads to take on the properties of fluid that the patient¿s body can float in. The bed¿s IFU states if air fluidization is sluggish or uneven, and not caused by blankets and pillows on the bed or recent fluid ingress into the beads, remove the patient from the bed and contact hill-rom. The caregiver did not take the appropriate action to remove the patient from the bed at the recognition of the reported inconsistent fluidization, as stated that the issue was occurring one day prior to the repair request, an unstageable pressure injury meets the definition of a serious injury and is, therefore, a reportable serious injury. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician fluidized the bed properly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was not fluidizing. The customer reported that the envella bed¿s fluidization was not consistent and the patient developed an unstageable sacral pressure injury. The customer also reported that the inconsistent fluidization had been going on for a day before the repair was called in. It is noted that the paraplegic has a history of a lumbar spinal injury and had preexisting pressure injuries in the same sacral area. The patient's pressure injury was treated with medical-grade honey and polymem bandage and was reported to be nearly healed. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).